Manufacturer narrative:
Complaint conclusion: as reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package. The damage was identified after removal of the catheter from the sterile packaging and shaping the tip during preparation. The fracture occurred at the body near the tip and resulted in a complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. There were no reported injuries to the patient. A sterile cath f6inf tl mp a2 100cm 2sh device involved in the reported complaint was returned for investigation inside a sealed pouch bag. Visual inspection showed two kinked/bent conditions on the catheter body/shaft, located approximately 48.0 cm and 90.0 cm from the distal tip. These kinked/bent conditions corresponded with folds and constraint patterns from the original sterile packaging pouch. No damage such as cracks, separation, or other abnormalities was noted on the brite tip/distal tip, and no other anomalies were observed during unaided visual inspection. Dimensional analysis was conducted near the observed kinked/bent locations to verify the catheter outer diameter and inner diameter. The measured outer diameter values were 0.080 and 0.077 in, and the measured inner diameter values were within the acceptable range. All measurements were within specification. Microscopic evaluation of the brite tip/distal tip and the kinked/bent areas of the catheter body showed no abnormal conditions on the brite tip/distal tip. The kinked/bent condition on the catheter body was confirmed and was consistent with the observations noted during visual inspection. Overall, the received unit presented a kinked/bent condition on the catheter body consistent with folds from the packaging, dimensional analysis confirmed that all measured outer and inner diameter values at the evaluated locations were within specification, microscopic analysis confirmed the kinked/bent condition on the catheter body, and no abnormalities were observed on the brite tip/distal tip. The product analysis did not provide evidence to suggest that the failure is related to the manufacturing or design process. The reported ¿brite tip/distal tip ¿ separated¿ was not seen during the product evaluation. The only noted damages were kinks, and they corresponded with fold from the packaging. The reported event occurred during pre-procedural handling involving manual shaping of the catheter. The instructions for use do not provide specific guidance regarding manual shaping or deformation of the catheter prior to insertion. The device is intended for use by trained healthcare professionals experienced in catheterization procedures, who are responsible for device handling and technique selection based on clinical judgment. Manual shaping is not defined as a device-specific instruction, requirement, or limitation within the IFU and is therefore considered an operator-dependent technique rather than a manufacturer-directed use condition. Based on the available information, there is no indication that this specific event is related to device design or the manufacturing process. Therefore, no further actions will be taken.

Event description:
As reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package. The damage was identified after removal of the catheter from the sterile packaging and shaping the tip during preparation. The fracture occurred at the body near the tip and resulted in a complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.